Event description:
Surgeon was doing shoulder arthroscopy. He was using an arthrex 4.0 mm bone cutter 13cm catalog number ar-8400bc. He could see on the monitor screen that a piece of metal had broken off the tip. Arthrex rep was in the room and aware. Suction canister drained to find metal. Surgeon cannot be sure that all metal was removed from patient. Patient does not appear to be injured, but future issues may arise if metal was not completely removed (i.e. MRI compatibility issues).